Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension (serial #: (B)(4)) found that the #2 conductor was broken 2.8 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3708640, serial/lot #:(B)(4), ubd: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that patient experienced a loss of therapy and there were impedance issues with the extension. The rep reported that the impedances were measured and the pocket was manipulated in an attempt to resolve the issue. The rep reported that a replacement extension resolved the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that the cause was possibly linked to a car wreck or a seat belt strain situation. The rep reported that a new extension fixed the issue. No further patient complications have been reported as a result of this event.